Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy procedure, there was metal abrasion on the full radius bonecutter. The procedure was completed with a backup device with no patient complications. No significant delay was reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as pre-cautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a knee arthroscopy procedure, there was metal abrasion/flaking on the full radius bonecutter. No flakes fell in the patient and the procedure was completed with non-significant surgical delay a using backup device with no patient complications.

Manufacturer narrative:
H6 (health effect - impact code) updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was received outside of original packaging in what appears to be a used state. The inner blade was inside of the outer blade. The device showed signs of wear and flaking of the outside edge of the inner blade. The outer blade shows signs of wear along the inside. A functional evaluation revealed the device functioned as intended clockwise, counter clockwise, and while oscillating. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that it was not reported that the metal flaking was removed from the patient. The bonecutter blade material composition is in compliance with smith and nephew regulations and is manufactured and intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of possibly retained non-implantable foreign body fragments cannot be determined. The root cause is associated with an unintended use of the device. Factors that could have contributed to the reported event include excessive side-loading and minimal irrigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a knee arthroscopy procedure, there was metal abrasion/flaking on the full radius bonecutter. The procedure was completed with a backup device with no patient complications. A delay equal to or less than 30 minutes was reported.